Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
27oct2025 final report: philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer reported to philips that the system was unable to boot up. Philips provided a service quotation to the customer to address and resolve the reported problem. No service action was performed by the philips, since the quotation was not accepted by the customer as it was no longer required because the customer replaced the fantray and fuse to resolve the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.